Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, drawing, manufacturing instructions, quality control, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications a review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that an infant patient had previously undergone multiple unspecified surgical procedures for an undisclosed indication. The age, weight and other patient demographics were not provided. The patient required vascular access for the current procedure for medication delivery and fluid management. Anesthesiologist noted that gaining vascular access was more challenging than usual due to the patient's anatomy. Peripheral access was reportedly not an option. The anesthesiologist was able to gain vascular access with a 22 gauge catheter (length not specified) and successfully used that catheter for fluid management. The anatomic site of access was not provided. The patient required transport to the pediatric intensive care unit (picu) following the operation. The clinician determined that continuous venous access was necessary for a safe transport. The catheter in place at that time was the correct diameter. The physician opined the catheter to be too short to be readily manageable for this patient. It was determined by the anesthesiologist to exchange the catheter for a longer one to mitigate the risk of an accidental removal during transport. The anesthesiologist chose to use a cook 3fr x 5cm arterial catheter and successfully exchanged the catheters. The patient was transported to the picu without incident. Customer reports that the patient developed a pleural effusion in the thoracic cavity within a few hours after surgery. The patient was drained of fluid with a chest tube. No other issues arose during the patients stay. The patient was released from hospital in 24 hours. There is no discernible causal relationship between the choice of a catheter length and style and the development of a pleural effusion in the post operative period. Additional event and patient information was requested. A follow-up report will be submitted upon receipt of any additional information. The device is not available for evaluation.